Manufacturer narrative:
1038671-2024-03700. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. H6: corrected the following: health effect - clinical code, problem code, type of investigation.

Event description:
It was reported via legal documentation that approximately 88 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, swelling, and instability. The revising surgeon noted bony defects in both the tibia and femur. He also noted that the femoral component was loose at the time of revision. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: unknown the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.